Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer contacted adc and reported that her adc blood glucose meter had missing segments on the screen. As a result of this issue, the customer was unable to test and began to have unspecified "low glucose symptoms" (date not reported). She subsequently experienced a loss of consciousness, but stated "she cannot guarantee that this incident was related to her diabetes or her low arterial tension condition." Paramedics were summoned and provided unspecified intravenous treatment to the customer in her home (she could not identify the medication she received). Customer stated she recovered quickly and did not have to go to the hospital. She was unable to recall the date/time of the event. There was no report of death or permanent injury associated with this event.